Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor sensor readings. As a result, the control iq software reverted to customer¿s personal profile settings which subsequently resulted in low blood glucose (bg) level of 40mg/dl. The customer consumed carbohydrates to address bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management. Reportedly, the pump and transmitter regained connection.